Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the epidural dose could not be administered due to a blockage in the system. The epidural system was removed from use with pt and an alternative form of anesthesia was used. No permanent adverse effects reported.